Manufacturer narrative:
(B)(4). Concomitant medical products: cerclage cable with crimp, # item 00223200228, lot 61683536; cerclage cable with crimp, # item 00223200228, lot 61683536; cerclage cable with crimp, # item 00223200118, lot 61182611; cerclage cable with crimp, # item 00223200118, lot 61182611; femoral body - revision - nitrided - porous cementless taper neck, # item 00999301735, lot 62071655; biolox delta ceramic femoral head 40 mm, item 0087750402, lot 2868459; unk stryker cup; unk stryker liner. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip revision procedure, intra op fracture of the patient bone occurred. While the distal stem was being explanted, a small cortical disruption/window was opened in the anterior femoral cortex between two cables. The revision stem bypassed this area of cortical defect/window. There was no propagation of fracture line proximally or distally. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. There was no unintentional bone fracture, it was part of the procedure to remove the distal stem.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. There was no unintentional bone fracture, it was part of the procedure to remove the distal stem.